Event description:
Additional information was received from the patient. Patient called back and said the recharger is not connecting to her stimulator and not showing the charging on the handset. This current issue started today. She asked why this happens all the time that this has happened before. Performed a hard reset on the recharger and it resolved the issue. She was able to charge. 10% battery charge, excellent connection, and my therapy on. Patient also mentioned her pain went through the roof. She said, when her stimulator battery get's down to 10% and shuts off patient turned therapy back on and pain went down to a 5 or 6. Patient also stated that the cause of the device turning off is low charge and they have charged it and issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient called back and said the recharger is not connecting to her stimulator and not showing the charging on the handset. This current issue started today. She asked why this happens all the time that this has happened before. Performed a hard reset on the recharger and it resolved the issue. She was able to charge. 10% battery charge, excellent connection, and my therapy on. Patient also mentioned her pain went through the roof. She said, when her stimulator battery get's down to 10% and shuts off patient turned therapy back on and pain went down to a 5 or 6. Patient also stated that the cause of the device turning off is low charge and they have charged it and issue resolved (B)(6) 2021. (B)(6) (con): additional information was received from the patient. They reported that device moved and was too deep and causing pain about a month ago. Pt reports device may have moved due to weight loss and used a ball to massage muscles around ins. Pt reports was not able to sit or lay on back from the pain. Pt reports got another device implanted on the left side last tuesday. Pt reports device on right side was revised to bring closer to surface. Pt reports incision site is still tender from the procedure and has a hard time holding communicator over device. Documented reported event. No further action was taken by patient services. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that whenever their device reaches 10% the stimulation goes off by itself and then they are in pain. Patient mentioned normally they don't feel the stimulator but lately it's just shutting off on it's own. Troubleshooting was unable to be performed as patient services reviewed stimulation will automatically turn off once implant battery level hits 10%. Patient mentioned they will continue to keep on charging sessions so the device doesn't drop this low in the future. Information was received from a patient later stated that they  initially reported seeing recharger disconnected error. Patient tried to re-pair recharger but continued to see this message. Patient reported seeing a recharger not found message. The following troubleshooting steps were performed; reset the handset, reset the recharger, dismissed code, . Patient mentioned seeing error code 3167 after resetting both the handset and recharger. Patient cleared the code and was able to establish a connection. Patient mentioned seeing charging their battery with a low and high on the screen. The troubleshooting steps that were taken on the call resolved the issue and they were able to establish a good connection. Patient did mention having issues with recharging since they've had the device implanted. Patient mentioned they can never find it and it loses connection once they start charging. At one point in the call patient did get excellent recharge quality but then it dropped back to searching and then good connection after sitting and leaning forward. This is an ongoing issue. Patient will follow up with doctor to get in person education if they are unable to keep an excellent connection.